Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a controller error alarm was noted upon impella start-up.

Manufacturer narrative:
D2a and d2b: corrected device common name and pro-code. D9: updated the devices return information. Investigation summary: the root cause of the controller error alarm and loss of placement signal was due to an aic software anomaly.